Event description:
It was reported that the pt experienced return of pt symptoms beginning last summer. The pt had not had any trauma. The hcp checked the pump and indicated that the "pump is pumping, no alarms". The pt had planned to follow-up with the hcp. It was later reported that "the pump had stopped". Per this reporter, a "computer check" and x-rays were performed. The MFR's rep later reported that "apparently he hasn't been receiving therapy on his pump for abut a year and he hadn't had a refill for a little over a year as well". The reason for the pump not being refilled was not known. The pt was taken to surgery for a pump replacement on (B) (6) 2010. The expected residual volume was 13 mls; 37 mls were removed. There were 2 small black particles floating in the drug. It was uncertain what the particles were: possibly a "crystallization of drug" in the pump. When the sutureless connector was removed from the pump, there was a small "ingrowth inside". No cerebrospinal fluid flow was noted. The ingrowth was removed and free flow of csf started again. The pump was removed; a successful bolus test was performed on the back table. The hcp chose to replace the pump; the catheter "was patent and just fine". The pump contained morphine 65 mg/ml; dilaudid 20 mg/ml; fentanyl 2000 mcg/ml; baclofen 350 mcg/ml and bupivicaine 10 mg/ml.

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.